Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign matter in the nozzle, tip body, and tip: forceps stand. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1, g2 (to select foreign). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (18) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. Physical damage to the subject device may have caused the foreign material to remain on the forceps elevator of the distal end section and in the nozzle of the distal end section. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for jf type 260v and tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Instructions for jf type 260v and tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Olympus will continue to monitor field performance for this device.